Event description:
It was reported that the pump screen "would randomly change to different view". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.